Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking "leak" against device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed, one opening in the anterior side assessed as surgical damage. No other observations in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported the left side implant "not filling due to a leak or hole in the device" at the time of implantation. The device was not implanted and a back-up device was used to complete surgery.

Manufacturer narrative:
Trend analysis: "review of all complaints of a0401 (break) for the period of (B)(6) 2020 through (B)(6) 2022 related to date opened indicates that one point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a0401 (break) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate."

Event description:
Healthcare professional reported the left side implant "not filling due to a leak or hole in the device" at the time of implantation. The device was not implanted and a back-up device was used to complete surgery.